Event description:
Pharmacist working part itme at hosp incorrectly used baxter's vial-mate adaptor to connect a zithromycin vial to an IV fluid bag due to vague instructions on packaging of vial-mate. Nurse discovered error before administering drug. Pharmacy technician involved in error.